Event description:
Another day of use and the malem alarm that my son uses has heated up to a point where it is dangerous to touch and use. The first night, the alarm was so hot that he could not wear it and refused to put it on tonight. Two nights ago was the second night and as soon as the batteries were inserted, the alarm started to make a strange noise like something was stuck inside and a faint vibration. I put it on my son and within 5 minutes the alarm started getting warm and in 15 minutes was so hot that he removed it and put on the side. It seemed like the product was on fire. Ten minutes after the batteries leaked straight out of the alarm on the bed. My son was not hurt, but this could have been near fatal if not checked on time.